Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm implantable collamer lens of diopter -11.5/1.5/106 (sphere/cylinder/axis) unknown model into the patient's left eye (os) on an unknown date. It was reported there was a low vault. To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.